Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that mobile power unit (mpu) was alarming with a yellow wrench then shutting off per coordinator. A loaner will be provided to the patient.